Event description:
It was reported that the patient's previous pump was sticking out of them due to an infection and was explanted in (B)(6) 2014. The pump was delivering fentanyl and baclofen at the time. (No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent).

Manufacturer narrative:
Concomitant medical products: product ID: 8782, serial# (B)(4) implanted: (B)(6) 2013, product type: catheter. Product ID: 8784, serial# (B)(4) implanted: (B)(6), product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The pump eroded through the abdomen. The patient recovered without sequela. The device system was delivering fentanyl and bupivacaine.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from a consumer indicated that the most recent pump implanted ((B)(6) 2014) was 'rejected' from the patient's body and the incision split open and the pump came out. When the pump came out there was a black foreign object on the top that the patient chipped off and lost. It was determined that the patient had developed an infection and the pump and catheter were removed.